Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter introducer was not working as expected and micro-lesions were on the loop of the catheter. The mapping catheter was replaced which resolved the issue. The outcome of this case is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 228499652 was returned and analyzed. Visual inspection of the loop segment area showed that the loop was torn and damaged near the electrode number eight. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues or damage. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issues or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed that the introducer/loop straightener was removed from the returned mapping catheter and the introducer was broken at the proximal end. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues or damage. In conclusion, the reported issues of mapping catheter tip/loop damage and a broken introducer were confirmed through testing. The mapping catheter failed the returned product inspection due to a tear observed at the tip/loop of the pebax tubing, a broken/detached introducer observed at the tubing proximal end, and the introducer was removed from the mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.